Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2021, and confirmed that this device was not previously returned for servicing and that there were no production failures that correlated to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) guided the customer through the steps to recover the cubies. The recovery process was completed successfully with no further issues reported. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed. The customer stated that when they tried to fix the drawer, system screen froze on the recover storage space screen. Upon rebooting the pyxis, more drawers failed in this same way and were not able to be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.